Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. On (B)(6) 2015, the abutment was removed, skin edges were trimmed and the site was sutured closed. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.